Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump alarmed pump error 75 during self test. Successfully downloaded history files and traces using thump. In further analysis found: pump error 3 alarm on 07/01/2022 at 10:15:39.000 pump error 130 alarm on 07/01/2022 at 10:16:03.000 pump error 53 alarm (filenumber: 2005, linenumber: 5632) on 07/01/2022 at 10:17:40.000 pump was cut open to perform visual inspection and found severe moisture damage on the electronics, motor, battery tube, vibrator, keypad flex tail, internal battery and force sensor. No moisture damage on the keypad traces and keypad dome switches. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Pump expose to moisture confirmed. Pump error 75 alarm during self test, pump error 3, 130 and 53 alarm confirmed in the pump history due to moisture damage on the electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had moisture exposure. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer stated they saw fluid under the lcd. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712kl was requested and the device was returned.